Event description:
It was reported that arteriotomy closure of the heavily calcified right common femoral artery with mild plaque was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used and hemostasis was not achieved with the suture. Manual arterial pressure was held for 30 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the reported cuff miss could not be determined. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacturing. In addition, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records relevant to this incident. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the information available, the inspection criteria and the review of the lhr there does not appear to be any indications of a product quality deficiency.